Manufacturer narrative:
It was reported that onyx was not seen exiting the echelon microcatheter after injecting approximately 0.3ml; therefore, another 0.1ml of onyx was injected but there was still no visual of the onyx exiting the microcatheter tip. The microcatheter was withdrawn and the patient became paralyzed due to the functional area being affected. Subsequent CT examination revealed onyx in the brain, although the visual did not develop under angiography. Additional information was required to determine the cause of the event. The hcp was contacted to get more information regarding the event and response was received confirming that there was no unwanted material in patient and that the liquid embolic did visually appear on angiography until patient was symptomatic. Device return was requested, however the device was not returned at the time this investigation was completed and therefore conformance to specifications could not be determined. The device was reported to be in the hands of the distributor. A medical assessment was conducted to assess the relationship of the device to the event. The medical assessment showed that attenuating streak artifact from CT hindered the evaluation of the brain parenchyma. Angiogram shows presence of lucencies in the left proximal mca m1 segment, suggesting possible thrombus in that area, which could explain why the patient had a paralysis during forceful onyx injection. 5. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. IFU states that in case there is an "increase resistance to onyx les injection ¿ stop injection." Do not attempt to clear or overcome resistance by applying increased injection pressure. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the liquid embolization treatment with medtronic liquid embolic, it was reported that after injecting 0.3ml the liquid embolic was not seen exiting the echelon 10 catheter. Therefore, another 0.1 ml was injected, but it was still not seen exiting the catheter tip. At this time, it was identified that something was wrong. The catheter was withdrawn, and the patient was noted to be symptomatic and was paralyzed as the functional area was affected. A subsequent CT examination revealed liquid embolic was in the skull. This time, the liquid embolic was injected but it was not developed under the angiography. It was noted that there was no unwanted material in the patient. The liquid embolic just did not develop at the time until the patient became symptomatic and the treatment was stopped. The patient was being treated for arteriovenous malformation (avm) and this was the second liquid embolization procedure. The anatomy was minimal in tortuosity. During the second treatment, after the first treatment, it was found that there were still some abnormalities in the treatment. The patient did receive additional medical treatment of hyperbaric oxygen therapy.